Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda and difficult imaging were unable to be determined. The reported improper or incorrect procedure or method was associated with the user not using transoesophageal echocardiography. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 5 mixed tricuspid regurgitation (tr), leaflet prolapse, and annular dilatation for a triclip procedure. During device unpackaging, two xtw clips were observed to have asymmetrical grippers. Both clips had one gripper at 120 degrees and the other around 105-110 degrees. A replacement xtw opened. The xtw was confirmed to be perpendicular to the line of coapatation. Leaflet insertion assessment was performed and satisfactory. It was noted that per physician preference, only intracardiac echocardiography (ice) was utilized and not transesophageal echocardiography (tee). Imaging quality was not ideal. The clip was deployed and tr reduction was observed. A second xtw clip was placed on p/s (posterior / septal leaflets), and as it was positioned a septal leaflet detachment was noted from the first clip. The first clip remained attached to the anterior leaflet (single leaflet device attachment - slda). The second clip was then attempted to stabilize the first clip, but it did not provide stability. The second clip was placed on p/s. There was not enough space to implant the second or a third clip for stabilization on a/s because the slda clip was too commissural. The tr was reduced to grade 3. The patient was stable and there were no adverse patient sequelae.